Manufacturer narrative:
Should have been: UDI= (B)(4) additional suspect medical device components involved in the event: model #: sc-2158-50 serial #: (B)(4). Description: linear lead with enhanced stylet 50cm model #: sc-4319 lot #: 21042110 description: clik x MRI anchor the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the back of the ipg site. The physician believed it was not device related. The patient went to emergency room (ER) and was prescribed with antibiotics. The patient underwent an explant procedure and was doing well postoperatively.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2158-50, serial #: (B)(4), description: linear lead with enhanced stylet 50cm; model #: sc-4319, lot #: 21042110, description: clik x MRI anchor. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the back of the ipg site. The physician believed it was not device related. The patient went to emergency room (ER) and was prescribed with antibiotics. The patient underwent an explant procedure and was doing well postoperatively.